Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional called to confirm the event. Device remains implanted.

Event description:
Healthcare professional additionally reported "particles in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, brown particles in the fill channel, crease flat, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified, one opening sharp on the valve bond edge and partial delamination of the valve (adhesive failure). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening. Partial delamination of the valve (adhesive failure).